Event description:
The customer reported the system displayed a line fault error message. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Two power supply control boards and uninterrupted power supply were replaced. The system was then found to be operating as intended.